Manufacturer narrative:
(B)(4). The subject mr850 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in california reported that the power cord of a mr850 respiratory humidifier was found torn with wires exposed. This was identified prior to patient use . There was no patient or user harm reported.

Manufacturer narrative:
(B)(4). Method: the subject power cord supplied with the mr850 respiratory humidifier was returned to fisher & paykel healthcare new zealand for evaluation, where it was visually inspected. Results: visual inspection of the returned power cord confirmed that the outer sheath was split/cut exposing the inner sheathed wires. Bare wires were observed due to inner wire insulation also being cut/damaged. Conclusion: the physical damage is due to excessive force being applied to the power cord. During production the electrical connections of the earth wires on all mr850 units are 100% tested for electrical continuity. Any product that fails is rejected. All mr850 units are visually inspected for damaged power cords before release for distribution. This suggests that the observed damage has occurred since the device was shipped to the user facility. The mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking, performance and electrical safety testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 respiratory humidifier is complaint with the following electrical standards: as/nzs 3200.1.0, can/csa 22.2 no.601.01, ul 60601-1, iec 60601-1.

Event description:
A healthcare facility in (B)(6) reported that the power cord of a mr850 respiratory humidifier was found torn with wires exposed. This was identified prior to patient use. There was no patient or user harm reported.